Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reported contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia on (B)(6) 2016 while on insulin pump therapy with blood glucose measuring 389 mg/dl with large urinary ketones, nausea and a headache. The patient reportedly did not require any treatment above or beyond the usual routine of diabetes care and management. The reporter stated the patient's event was related to a time/date reset issue with the pump. The time and date goes back to the default setting when the battery is removed for less than 24 hours. This complaint is being reported because the patient had a serious injury on insulin pump therapy due to an alleged pump malfunction.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/14/2016 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.